Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Medical product-vanguard xp femoral interlok-right catalog#:195207, lot#: 706490; biomet series a 3 peg standard patellar catalog#: 184766 lot#, 939110. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified twenty-six additional complaints with this catalog (item) number and one additional complaint with same or similar issue and item/lot number combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "fixation method results in host bone damage/fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10789/10791. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of clinical study, gk9c vanguard xp early clinical evaluation (395) a review of the study identified a male patient that underwent right knee replacment surgery on (B)(6) 2014. It was reported that the tibial plateau fractured during the surgery. No further information was provided and patient's outcome is unknown.